Manufacturer narrative:
Other applicable components are:: product ID neu_unknown_lead, lot# unknown, product type: lead.

Event description:
The patient reported symptoms, stated she did not have any instructions from the health care provider (hcp) and was waiting for the callback from manufacturer. The patient was not feeling stimulation while therapy was on and stimulation was at 1.0. It was reported that patient was getting 50% better until the night prior to call. The patient stated before the trial she was going to the bathroom every 15 minutes during the day and getting up every hour during the night. The patient did well a day prior to call after the trial was started. The patient did not leak out and slept 4 hours. The patient had a little pee accident the night prior to this call and was kind of damp back there. The patient stated when she went to bed she felt stimulation but after she woke up she could not feel the pulsating and plus when she stood up this morning she had a leak out. The patient has experienced a loss or change of therapy. Additional information received on (B)(4) 2016 indicated that the cause of loss of stimulation was due to lead migration . There were no tests performed. The lead was removed and patient had 50% improvement . The patient was scheduled for full implant. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received a follow-up report will be submitted

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.